Manufacturer narrative:
(B)(6). A review of tickets for architect stat troponin-I, list number 2k41, did not identify any trends related to the complaint issue. A review of tickets for lot 94978un18 did not any additional complaints for falsely elevated patient results. A review of the manufacturing documentation for lot 94978un18 did not identify any issues associated with the customer's observation. Historical performance of reagent lot 94978un18 was evaluated using world wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 94978un18 is within the established control limits. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation no product deficiency was identified for the architect stat troponin-I, lot 94978un18.

Event description:
The customer reported falsely elevated architect troponin results on one patient. The results provided were: (B)(6) collected at 12:21 on (B)(6) 2018 generated 0.61ng/ml, the physician questioned the result so the sample was retested = 1.84ng/ml; repeated in duplicate on different architect = 0.01 and 0.02ng/ml. A new sample at 15:30 on (B)(6) 2018=0.01 / 0.01ng/ml = negative. There was no reported impact to patient management.